Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, fse replaced the color video receiver pcb and video receiver to lcd cable ,then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use , the cs300 intra-aortic balloon pump (iabp) unit had a defective screen display. There was no patient involvement.